Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified popliteal artery with an unspecified percutaneous transluminal angioplasty balloon. During use of the ht command guide wire the black coating tore and unraveled while removing the guide wire out of the balloon for exchange. The wire folded over and bent, possibly separating the coating. The physician felt like everything was removed from the patient. Wire access was lost and a new command guide wire was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to preparation of the wire which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported torn polymer and kink appear to be related to operation circumstances of the procedure. Based on the reported information, it is likely that during the procedure, the guide wire polymer tore and became damaged against the heavily calcified anatomy. Manipulation during the procedure likely caused the core to kink and/or bend. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3-it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.